Manufacturer narrative:
(B)(4). A sample was not returned for evaluation so the root cause cannot be determined. No conclusion can be drawn from the investigation. The customer had been using this product with a power injection device. During the review of the label it was noted that there was no mention of the product being approved for use with a power injection device. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4), an interlink basic vented set which burst. According to the report, the set was being used for a computed tomography/magnetic resonance imaging application (CT/MRI). The tubing was not able to hold pressure above 45 pounds per square inch (psi) and burst during use. Basic vented sets are not designed to hold pressure over 45 psi and not designed to be used with power injectors. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.